Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that four years ago, something went wrong with the patient¿s implantable system. A follow up with the patient¿s healthcare provider yielded no further information. A check in patient registration yielded that the patient¿s right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.